Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The surgeon was screwing in a uncemented cup, the tip of the screw driver allegedly broke off inside the head of the screw. The surgeon investigated removing the broken part, this was not possible. The broken part was inside the screw head, and inside the confines of the cup shell. The surgeon proceeded to insert the cup liner and complete the surgery.